Manufacturer narrative:
Lot review: a review of lot 3202211 showed that (B)(4) units were manufactured, tested, inspected and released in march 2017, citing no exception documents.

Event description:
Complaint received regarding one ch3033, 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap; lot# 3202211 (mfd. 03/2016). Report states: the chemotherapy administration system has been perforated during the insertion into the perfuser. The clamp was moved upwards as written in the instructions which has crushed the tube. This would have caused the perforation. There was a minimal loss of chemotherapy and risk for the patient and the medical staff. Unprotected chemo exposure reported. No adverse patient/clinician consequences reported.